Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored inappropriate atrial fibrillation (af) episodes. The episodes showed small amplitudes with intermittent sensing and some oversensing. No inappropriate atp or shock therapy was delivered. Technical services discussed seeing the patient in the clinic to try and recreate the morphology change with patient movements and posture changes, to assess all vectors, and to run the automatic setup again. No adverse patient effects were reported. The device remains implanted and in service. About six months later, the patient implanted with this s-ICD presented to the emergency department after receiving two inappropriate shocks from the device. It was noted shocks were received between midnight and 7:00 am, and that smart pass had disabled about four days before the inappropriate shocks. R-wave amplitudes were very small and the device was oversensing p-waves and t-waves. Technical services discussed testing different postures to see if the morphology change could be recreated, and if it could then test the other vectors. X-rays were recommended to evaluate system placement. It was reported that the patient remained in the hospital overnight and had blood work and x-rays done. It was later reported that the s-ICD was reprogrammed to another vector. No additional adverse patient effects were reported. The device remains implanted and in service.